Event description:
An ocd lab specialist reported false positive anti-hbs qc results on the vitros eciq analyzer. No pt results were reported. There was no report of pt harm as a result of this event.